Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. Therefore, no conclusion can be drawn at this time. If the device or new information becomes available at a later time, this report will be updated accordingly.

Event description:
The user facility reported that the video processor displayed error code e105 during use. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated by olympus, and the phenomenon (e105 error) was confirmed. The user facility inquired on receiving a different cv-170. Based on the results of the legal manufacturer's investigation, the phenomenon was caused by a fault in the fayston terminal. Due to the influence of vibration to the fayston terminal, the contact between the fayston terminal and the led (light emitting diode) substrate connector became slightly softer, and an oxide film was generated between the connector of the fayston terminal and the led unit by repeating the lighting of the led. As a result, the contact resistance of the device increased. The investigation also identified there have been two design changes regarding the fayston terminals and the improvement of the crimp processing method of the cable unit, this was implemented in may 2014. That design change was superseded and current fayston terminals in distribution have been manufactured since october 2014. The subject device of this report was manufactured prior to both design changes / enhancements.